Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump alarmed button error. The customer's current blood glucose level was unknown at the time of the incident. The customer reported removing the battery to clear the alarm to no available. The customer did troubleshoot the issue. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump was received with operating currents within specs. Pump error during self test due to cold solder joints at keypad assembly. Unit passed rewind, seating, basic occlusion, occlusion, force sensor and displacement test. Unit received with intermittent buttons due to corroded electronic assembly. Unit received with the monitor assembly with traces of corrosion per visual inspection. Unit failed leak test. Unit leaked at a cracked on the back of the case. Unit received with cracked case on the back at the battery tube area and battery tube threads. Unit received with cracked keypad overlay at select button. Unit received with minor scratched display window, case and keypad overlay texture damaged.